Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (450 mcg/ml at 38.17 mcg/day), dilaudid (hydromorphone) (3000 mcg/ml at 254 mg/day), and bupivacaine (3000 mcg/ml at 2045 mg/day) via an implantable pump for spinal pain. It was reported that the patient's pump stalled. On the clinician tablet they saw error code 100 regarding motor stall. They believed the patient was not near any electromagnetic interference (emi) or magnets, and did not have magnetic resonance imaging (MRI). The patient has had increased pain recently that had gotten worse. They had not looked at the logs yet to confirm when the stall occurred. Additional information was received from a healthcare provider on (B)(6) 2021. The pump off passcode to turn the pump off was requested on because of a motor stall. The pass code was provided at the time of the report.